Event description:
Additional information was received from a company representative (rep) stated that a catheter revision will be performed later today, and the drug concentrations will be changed. The agent reviewed the pertinent information related to bolusing. Additional information was received from a healthcare provider (hcp) via a company representative stated that a catheter revision was scheduled for (B)(6)2025 (monday), (B)(6) and it was determined upon opening the pump pocket that scarred tissue had grown around the collette and into the catheter. There was also scar tissue in the pump connector as well, since we noticed scar tissue left on the connector site of the pump once the pump was disconnected. This resulted in medication never being delivered to the patient, causing a discrepancy in the pump log and what was in the pump. According to the log, there should have been 9 cc left in the pump, however, when medication was pulled out of the pump there was 37 cc left in the pump. The catheter was then transferred to a biohazard bag and will be returned to medtronic for further evaluation. Additional information was received from a healthcare provider (hcp) via a company representative stated that the catheter was trimmed distal to the connector pin and was replaced with a 8784 pump segment. The scar tissue that was in the catheter/pump segment clogged the catheter to the point no medication was being received by the patient.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had dye study performed in interventional radiology (ir) on the catheter since the patient was experiencing a loss of therapy due to increase in pain sy mptoms. Upon aspirating the catheter access port (cap) chamber, the radiologist was unable to aspirate any medication after multiple attempts. The patient then stated he had noticed the decrease in therapy since his last refill, which was three weeks prior to study. The rep indicated that the patient had not fallen as he was predominately in his wheelchair and was unable to walk without assist ance. Diagnostics/troubleshooting performed included the radiologist examining the cap chamber under fluoro and trying to aspirate the fluid out. Actions/interventions taken included a surgery would be scheduled for a catheter revision, but it was unknown what the date was at this time. The rep stated that they would keep everyone posted when the surgery date became available. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available due to legal/confidential reason.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2021. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 22-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter found an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from a health care provider (hcp) via a manufacturer representative (rep). Indicated, that the account had been provided with the information. And that all products had been removed from the patient. And would be returned to medtronic for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company represenatvie stated that a dye study was performed on the pump per physician notes since the patient was coming to clinic from a different state and a provider. He wanted to make sure the pump was working correctly before administering any drug into the pump to maintain the patient dose/comfort. Upon performing a dye study to make sure pump and catheter were working correctly, it was determined at time of study that the catheter was kinked somewhere along the way since no medication/spinal fluid was able to aspirate from cap chamber port. It was unknown of any issue contributing to failed aspiration. The pump was interrogated prior to procedure and no red flags or warnings occurred. The pump was accessed under fluoroscopy to make sure the needle was appropriately placed in cap chamber. A surgery will be scheduled to do a catheter revision and exploration. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they incorrectly reported that the patient's products had been removed. The surgery was to be determined and had yet to be scheduled. The surgery had not been performed yet and they would report back when the surgery takes place.